Event description:
It was reported that a pt with an interstim ii device went through a security system at the airport. After the security system exposure, the pt has been frequently urinating. Further info is being requested from the hcp.